Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015 around 23:09 in the hospital. Per the distributor, the pt was unconscious at the time of the event and hospital staff was present. Investigation into the event revealed that the pt was treated by the lifevest on the date of passing. Asystole was detected three times between 21:44:15 and 21:44:43 on (B)(6) 2015. At 23:03:02, the lifevest detected an arrhythmia. The ECG at that time shows asystole with CPR artifact. Gel was released at 23:03:26 and the lifevest delivered a treatment defibrillation at 23:03:36. CPR artifact contributed to the false detection. The pt received a non-lifevest external defibrillation at 23:04:09 in response to asystole. Post shock rhythm was bradycardia at 25 bpm degrading to asystole. The electrode belt was disconnected at 23:04:33. The response buttons were not pressed during the entire event. Asystole is not considered a treatable rhythm. CPR artifact and the use of the response buttons indicates the presence of bystanders.

Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned for evaluation. The device evaluation has been completed. Upon investigation, both the monitor and electrode belt were fully functional. There is no indication of a device malfunction related to the event. Monitor (B)(4) - 04/01/2014. Electrode belt (B)(4) - 02/2014.